Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Section h6 health effect - clinical code & section h10 captured incorrectly in previous reports, it should be reported as: the manufacturer received information alleging device/power cord or supply too hot to touch, very noisy and particles in the tubing related to a ventilator's sound abatement foam. The patient alleged shortness of breath/ difficult breathing and had the raspiness of her speak. There was no report of patient harm or injury.

Manufacturer narrative:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The patient alleged the device shuts down and is noisy. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was observed in the base unit. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Manufacturer was able to confirm the presence of degraded sound abatement foam.secondary findigs are observed the device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings manufacture was able to confirm the complaint but was unable to address the symptoms specified.

Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.